Event description:
It was reported the subject device exhibited communication error. The event occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9,h2,h3,h6,h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e224 (camera head communication error code), no image on screen, and failed leak test between rear cover and cos ring. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the communication error (e224) and no image on screen was traced to faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.